Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and pump shut off. Reportedly, customer charged battery and changed cartridge to resume insulin therapy. Customer's blood glucose was 285 mg/dl.